Manufacturer narrative:
Additional information has been provided. The company service representative examined the system but did not replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery the surgeon noticed ischemia, bleaching of blood vessels, suspicion of high intraocular pressure. No other information have been provided.

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. This reported event no longer represents a reportable malfunction/ serious injury and no further reports will be provided mfg. Report number: 2028159-2021-01031. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating no patient affected according to the follow-up information received from facility.